Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the eye was cultured and a few colonies of staph epidermis and warneri were identified; and the surgeon did not believe that the surgical procedure contributed to the endophthalmitis. Per report, the inflammation was treated with anterior chamber/vitreous tap with injection of antibiotics, pars plana vitrectomy with injection of antibiotics, including medication (topical antibiotics, steroids). Per report, the patient experienced discomfort, pain, hypersensitivity to light and loss of bcva (hand motion, counting fingers). The report noted the event as ongoing/persistent with the patient still being treated.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Endophthalmitis is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) cataract plus trabecular microbypass stent system procedure, the patient presented four (4) days postop with endophthalmitis. Additional information has been requested.